Manufacturer narrative:
Additional information: on january 13, 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with 300cc mentor memorygel breast implants and experienced bilateral capsular contracture and rupture on the right side postoperatively. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.